Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet displayed an ¿insulin set expired¿ alert, the patient had eaten about 1.5 hours prior, and blood glucose was elevated; the agent advised the patient and spouse to change all infusion supplies and to monitor the insulin reservoir to avoid running out. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education with guidance to replace the infusion set and monitor insulin levels. Investigation included complaint intake review and user troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a potential contribution from an expired infusion set and recent food intake; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.